Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: the keypad was found to be intact; the complaint of a thinning keypad was not observed. All of keypad buttons were found to be intermittently unresponsive during testing. The keypad was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, investigation revealed a dim display with discolored text.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was also noted that the keypad appeared to be thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.